Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an over infusion - heparin was not determined because no products or device logs were returned.

Event description:
It was reported that the patient had heparin drip ordered for their anticoagulation while on dialysis crrt (continuous renal replacement therapy) circuit. It was set up in the arterial side of the circuit into it having really negative pressure" due to their arterial line access. Per report, "it pulled more medication than what was ordered". It was noted that at 8:00 am on (B)(6) 2024, "air into the syringe and less medication than what was expected it should have been running at about 15 units per kilo per hour." Based on how much was left in the syringe, the infusion reportedly "ran at about 33 units per kilo per hour." The clinician turned the drip off and informed picu (pediatric intensive care unit) and nephrology attending. Then did serial labs with no bleeding noted. There was no patient harm.

Event description:
It was reported that the patient had heparin drip ordered for their anticoagulation while on dialysis crrt (continuous renal replacement therapy) circuit. It was set up in the arterial side of the circuit into it having really negative pressure" due to their arterial line access. Per report, "it pulled more medication than what was ordered". It was noted that at 8:00 am on (B)(6) 2024, "air into the syringe and less medication than what was expected it should have been running at about 15 units per kilo per hour." Based on how much was left in the syringe, the infusion reportedly "ran at about 33 units per kilo per hour." The clinician turned the drip off and informed picu (pediatric intensive care unit) and nephrology attending. Then did serial labs with no bleeding noted. There was no patient harm. Additional information provided: the customer states "we identified that there were patient-specific contributing factors that caused the over infusion. As a last resort, we chose to infuse a heparin drip through the line for crrt. However, the patient had abnormally high negative pressures in that line that were not taken into consideration at the time, which resulted in more volume being pulled than intended".

Manufacturer narrative:
Correction: describe event or problem.